Event description:
Epidural catheter removed following 4 weeks of placement. During the removal the tunneled catheter became disconnected at the connector site. Distal half of the catheter was retrieved using aseptic technique and appeared to be intact. An x-ray performed the following day revealed a "small caliber catheter which appeared to represent a part of a previous epidural." The pt was taken to surgery that day and under local anesthesia the retained epidural catheter was removed under fluoroscopy. Pt was discharged the following day without conplications.